Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. It was recommended to replace the sensor interface board.

Event description:
The hospital reported that the checkout is not passing. There was no report of patient involvement.